Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 05/27/2009.

Event description:
A consumer reported seeing starbursts when she looks at headlights or shiny metal following intraocular lens (iol) implant surgery. She noticed this at her postoperative visit after having her fellow eye dilated. She said that her vision was "fine" until that appointment. At the consumer's request, the surgeon was not contacted.